Event description:
It was reported that the atrial lead had undersensing with p-waves of 0.1 to 0.2 millivolts and unable to capture thresholds. The lead was turned off and will be revised in the near future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 511212, competitor lead, implanted: (B)(6) 2015. (B)(4).